Event description:
Consumer accidentally ingested one tablet of efferdent-formulation unspecified (sodium perborate monohydrate, potassium monopersulfate) once in 2005, immediately after product ingestion, consuer vomited. Approximately 2.5 hours later, consumer was having difficulty talking and standing and consumer felt very sweaty. As of 2005, the outcome of the event is unknown.